Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, mildly tortuous left superficial femoral artery lesion with 85% stenosis. A 7x60 mm absolute pro self expanding stent system (sess) was advanced to the target lesion however, the thumbwheel was blocked during deployment and the stent was only partially deployed. The sess was removed from the patient and an additional absolute pro was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, mildly torturous, 85% stenosed anatomy resulted in preventing the shaft lumens from moving freely; resulting in the noted kinked stent sheath, thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the compromised device / partially deployed stent during removal likely resulted in the noted stent damages (bent, stretched stent with broken struts) contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.